Event description:
They are having problems charging the communicator. Pt stated that they needed to push the charging cable down for the communicator to start charging. Pt stated that they contacted the manufacturer representative (rep), sometime last week via phone call. They attempted some troubleshooting steps, but the issue continued. Pt also stated that they went to the doctor¿s office, where the rep was present, and the rep provided another charging cable. The pt tried using the new charging cable, but the same issue occurred. They had to place something on top of the cord to get the green light to start flashing; otherwise, it would not charge. The pt contacted the rep again today and was advised to call patient and technical services (pats) to request a replacement. Pt confirmed no visible damage to the communicator. For the event date, pt stated a couple of weeks ago, might have been last month. The issue was not resolved. A request was sent to the repair department to replace the communicator. Additional info received from patient that they want assistance to pair the replacement communicator to their implant. During the call patient was able to successfully pair the replacement communicator to the implant. Patient also inquired why their implant was at 100% last night and was now at 50%. Patient also mentioned their old communicator was at 100% then was at 80%. The replacement communicator was at 55%. Agent reviewed information and redirected patient to their hcp to address the issue. Patient was told by their representative to lay on their back and turn it up until they felt the stimulation then to turn it down until they didn't feel the stimulation anymore then go down 3 more clicks. Patient inquired if they were supposed to do that with the stimulation. Agent redirected patient to their hcp again. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.